Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back, sciatica and left hip. Just stiff all over."), sciatica ("lower back, sciatica and left hip. Just stiff all over."), arthralgia ("lower back, sciatica and left hip. Just stiff all over."), musculoskeletal stiffness ("lower back, sciatica and left hip. Just stiff all over."), hair colour changes ("grey hair"), swelling ("swelling"), genital haemorrhage ("bleeding"), abdominal distension ("bloating") and fatigue ("severe fatigue "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, back pain, sciatica, arthralgia, musculoskeletal stiffness, hair colour changes, swelling, genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, genital haemorrhage, hair colour changes, musculoskeletal stiffness, pelvic pain, sciatica and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, back pain, musculoskeletal stiffness and sciatica, fatigue, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : case became incident. Reporter added. Event added as pain, bleeding and swelling. On 23-mar-2020: social media received- essure removal added. New events severe fatigue, bloating were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back, sciatica and left hip. Just stiff all over."), sciatica ("lower back, sciatica and left hip. Just stiff all over."), arthralgia ("lower back, sciatica and left hip. Just stiff all over."), musculoskeletal stiffness ("lower back, sciatica and left hip. Just stiff all over."), hair colour changes ("grey hair"), swelling ("swelling"), genital haemorrhage ("bleeding"), abdominal distension ("bloating") and fatigue ("severe fatigue "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, back pain, sciatica, arthralgia, musculoskeletal stiffness, hair colour changes, swelling, genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, genital haemorrhage, hair colour changes, musculoskeletal stiffness, pelvic pain, sciatica and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, back pain, musculoskeletal stiffness and sciatica, fatigue , bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.